Event description:
It was reported that an occlusion alarm occurred, but the customer support team was unable to verify the alarm number. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin, experiencing no further similar issues. The case was subsequently closed by customer support.